Manufacturer narrative:
Revision to the initial MDR in block d6a implant date. This supplemental report was created to capture information corrections.

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to dislodgement. This rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was revised due to dislodgement. This rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to dislodgement. This rv lead remains in service. No additional adverse patient effects were reported.